Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic hernia repair procedure, the device locked while in use and was unable to release staples. It is unknown what was done to resolve the case. No harm was caused to the patient. No reinforcement material was used. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.